Manufacturer narrative:
Results evaluations: we are anticipating the return of the sample involved in this event. Upon receipt of the sample and the completed investigation, a f/u report will be submitted.